Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found damage on ultrasonic probe (acoustic lens). The displayed on ultrasound image found defective with missing elements. The probe pink unit (acoustic lens) noted peeled (surface damaged). The customer reported issue of "defective ultrasonic image, separation" was confirmed. Furthermore, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on a-rubber found detached. Adhesive on a-rubber has a crack. Connecting tube has a scratch. Distal end has a dent. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Repair request was sent reported with an issue of "defective ultrasonic image, separation". No harm reported. No patient harm, no user injury were reported.device evaluation found the pink probe unit (acoustic lens), peeled off , damaged. This report is being submitted for damaged probe , peeled off , found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: ·do not bend the insertion site of the endoscope with strong force. Otherwise, the insertion section may be damaged. ·do not apply impact to the tip of the endoscope, especially the ultrasonic probe and lens surface. Ultrasound and endoscopic images may be abnormal. ·do not hold the transducer when holding the insert. Damage to the ultrasound probe may result in failure to visualize the normal ultrasound image. Olympus will continue to monitor field performance for this device.